Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The available device data were analyzed, confirming the clinical observation. A warning message was displayed on the programmer during interrogation indicating invalid memory content. The ECG documented safety backup mode stimulation. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However, the root cause for the clinical observation was not determinable based on all available device data. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Pacemaker has had frequent resets. Message at start of follow-up on (B)(6) 2020. Device was implanted on (B)(6) -2015. Follow-ups on (B)(6) 2015. No additional follow-up until this follow-up.